Event description:
Caller reported a heat or electrical issue with the pump, describing it as overheated and hot to touch. The decline did not cause any adverse impact on the customer's blood glucose level, which stayed within normal limits. The customer was instructed to use multiple daily injections (mdi) as a backup therapy while a replacement pump and charging supplies were provided as a goodwill gesture. Additionally, the pump was to be put into storage mode and returned within 10 days using a provided pre-paid label.